Manufacturer narrative:
The sensor was successfully removed, during another removal attempt. User is doing fine. No further resolution was found necessary for this complaint. H6: investigation conclusions, updated to 4311.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On 18 april 2022, senseonics was made aware of an adverse event where the physician was unable to remove the sensor from the users arm.